Event description:
Md felt resistance; then tip of rockett balloon fell off from balloon prior to inserting into sheath. Entire rockett & tip was removed from wire and new balloon used. Device called to sales rep & returned by him to co for testing. Not used on pt.